Manufacturer narrative:
Citation: muscoli s, et al. The transaxillary route as a second access option in tavi procedures: experience of a single centre. International journal of environmental research and public health. 2022 jul 16;19(14):8649. Doi: 10.3390/ijerph19148649. Earliest date of publication used for date of event. Medtronic products: accutrak delivery catheter system (PMA# p130021, product code npt), enveo r delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of the transaxillary (tax) access route during transcatheter aortic valve implantation (tavi) in patients not eligible for the transfemoral (tf) route. All data was retrospectively collected from a single center between january 2012 and march 2017. The authors analyzed 17 patients (predominantly male, mean age 80.4 years) who underwent tax tavi and compared the outcomes with 245 patients who underwent tf tavi. The valve types used in the tf group were not disclosed, while in the tax group, 16 patients were treated with a medtronic transcatheter valve system (corevalve = 10, evolut r = 6) and 1 patient was treated with a non-medtronic transcatheter valve system. No unique device identifier numbers were provided. In the tax group, no deaths were reported. In the tax group, adverse events included: need for cardiopulmonary resuscitation (1 case); intra-procedural arrhythmia complications (4 cases); post-procedural arrhythmia complications (4 cases); need for permanent pacemaker implantation (4 cases); acute kidney injury (1 case); vascular complication (1 case); bleeding requiring two or more units of red blood cells within 48 hours after the procedure (6 cases); and neurological complications (3 cases). In particular, the neurological complications involved post-procedural sensory and neurological deficits of the upper limb. Follow-up was conducted at one and three months to monitor the course of the neurological deficits through electromyography and somatosensory tests. One month after the procedure, two of the three patients had regression of symptoms. At the three-month follow-up for the third patient, the symptoms progressed to a sensory deficit of the whole upper limb, with an additional functional motor deficit affecting the last two fingers of the hand, probably due to ulnar nerve damage. No additional adverse patient effects or product performance issues were reported.